Manufacturer narrative:
The investigation for the reported limb ischemia and vascular damage has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and vascular damage could not be determined as the device was not returned nor sufficient clinical details. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 codes 4641 and 4625 were inadvertently omitted from the initial manufacturer device report number 1220648-2024-24862 and were added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-24862.

Event description:
The complainant reported that impella cp was placed as bailout to the right femoral artery after left heart catheterization. Abdominal distended and large hematoma around impella site was noted. Additionally, unable to doppler pedal pulse. Hgb dropped from 12.5 to 6 and packed red blood cells were infused. The patient was taken to the operating room to escalate from cp to 5.5 and to repair the right femoral artery. The cp was pulled to descending aorta and 5.5 placed. The cp was removed per vascular surgery, cutdown performed and fem artery repaired. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.